Manufacturer narrative:
One cadd legacy plus pump 6500 was returned for analysis in good condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It was recommended to replace the back-up capacitor to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump gave alarm 1720. There was no patient involvement.